Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's latitude customer support (lcs) on (B)(6) 2018. The hcp called to report that this communicator was in use by another patient. The hcp was unable to assign this communicator to a new patient. The lcs consultant advised the hcp that this communicator is already assigned to another patient at their clinic. The hcp plans to consult with the local representative. The hcp contacted lcs again to report that the patient assigned to this communicator was deceased. The date of death was (B)(6) 2018. The hcp commented that the patient never received this communicator. The lcs consultant assisted the hcp with removing this communicator from the deceased patient's internal ID# and reassigning the communicator to another patient. It was suggested that the hcp should discuss best practices for latitude patient home monitoring enrollment with the local representative. There were no allegations of implanted device malfunction and no allegations that the use of the implanted device caused or contributed to the patient's death. Boston scientific received information from the local representative. According to the physician, the patient had a heart attack several days before the implant procedure. The patient medical history was significant for a right coronary artery blockage that was not re-vascularized. It was determined that the patient had a right papillary muscle rupture due to the heart attack and the patient's death was not related to the device.